Event description:
It was reported that there was extreme high impedances in only 2 electrode and they could not be used. The event was noted as not severe. The outcome was unrecovered. Electrode number 3 was used and the dystonia was improved. The causality of the event was noted as none to the implantable neurostimulator (ins) and related to the lead. There was no repair or replacement of the product.

Manufacturer narrative:
Concomitant medical products: product ID 3387-40, product type: lead. Product ID 3708660, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information reported there were no abnormalities prior to placement and during the procedure. During the placement impedance of 2000 to 1500 were noted and during the onset impedances greater than 20,000 ohms were noted. If additional information is received on outcome a supplemental MDR will be initiated.